Event description:
It was reported that a patient has been experiencing pain/pinching on the left side of the neck and numbness in the right shoulder blade since a mobi-c device was installed. Follow-up with a second surgeon has told the patient the mobi-c is too large for the disc space and has migrated. A revision surgery is scheduled.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient has been experiencing pain/pinching on the left side of the neck and numbness in the right shoulder blade since a mobi-c device was installed. Follow-up with a second surgeon has told the patient the mobi-c is too large for the disc space and has migrated. No revision has been scheduled to date.

Manufacturer narrative:
Additional information led to corrections in b6. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient has been experiencing pain/pinching on the left side of the neck and numbness in the right shoulder blade since a mobi-c device was installed. Follow-up with a second surgeon has told the patient the mobi-c is too large for the disc space and has migrated. No revision has been scheduled to date.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. However, medical records were provided for review and utilized to confirm the failure. Potential cause: root cause was unable to be determined. This event could possibly be attributed to surgical technique or post-op trauma. DHR review: DHR could not be reviewed as lot number is not known. Device use : this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient has been experiencing pain/pinching on the left side of the neck and numbness in the right shoulder blade since a mobi-c device was installed. Follow-up with a second surgeon has told the patient the mobi-c is too large for the disc space and has migrated. A revision surgery is scheduled.